Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("bleeding") and diabetes mellitus ("diabetes") in an adult female patient who had essure (batch no. 794894) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida I, parity 1, gastroesophageal reflux disease, morbid obesity, hiatal hernia and esophagitis. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), diabetes mellitus (seriousness criterion medically significant), menstruation irregular ("irregular menstruation"), dyspareunia ("dyspareunia") and menorrhagia ("heavy periods") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, diabetes mellitus, menstruation irregular, dyspareunia, weight increased and menorrhagia outcome was unknown. The reporter considered diabetes mellitus, dyspareunia, genital haemorrhage, menorrhagia, menstruation irregular, pelvic pain and weight increased to be related to essure. The reporter commented: 2 coils seen in the endometrial cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-apr-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("bleeding") and diabetes mellitus ("diabetes") in an adult female patient who had essure (batch no. 794894) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida I, parity 1, gastroesophageal reflux disease, morbid obesity, hiatal hernia and esophagitis. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), diabetes mellitus (seriousness criterion medically significant), menstruation irregular ("irregular menstruation"), dyspareunia ("dyspareunia") and menorrhagia ("heavy periods") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, diabetes mellitus, menstruation irregular, dyspareunia, weight increased and menorrhagia outcome was unknown. The reporter considered diabetes mellitus, dyspareunia, genital haemorrhage, menorrhagia, menstruation irregular, pelvic pain and weight increased to be related to essure. The reporter commented: 2 coils seen in the endometrial cavity. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.